Manufacturer narrative:
B3: estimated based on the gfe response from the sales representative, given that the patient had been aware of the issue for some time

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced because the implantable pulse generator (ipg) was no longer holding a charge. The patient underwent an ipg revision procedure wherein their ipg was explanted and replaced. The device was retained due to facility policy and will not be returned for analysis. Electrocautery was used. Postoperatively, the patient was doing well and expressed satisfaction with the pain management received.